Event description:
It was reported that noise was observed on stored egms. Device was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise was confirmed in the laboratory via programmer printouts. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.